Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Clinical review was performed for the reported event: it is likely that the collapse of the chest was caused by the compressions from the lucas device. It can not be confirmed if the collapse of the chest contributed to the patient´s outcome. In conclusion, it is unknown if the device contributed to patient's outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
Section b2 outcomes attributed to ae of initial MDR indicates: death. Section b2 outcomes attributed to ae of initial MDR should indicate: other serious (important medical events). Section h1 type of reportable event of initial MDR indicates: death. Section h1 type of reportable event of initial MDR should indicate: serious injury. Section f10/h6 health impact code grid of initial MDR indicates: death. Section f10/h6 health impact code grid of initial MDR should indicate: serious injury/ illness/ impairment.

Event description:
The customer contacted stryker to report that the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
The device was returned to stryker for evaluation. No device malfunction was observed. The devices was tested for 20 minutes on a mannequin with no irregular device function identified. The suction cup, patient straps, and greased mechanism were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. As documented in the instruction for use, rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest.

Event description:
The customer contacted stryker to report that the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
Corrected data: section h11 additional mfg narrative of supplemental MDR indicates: the device was returned to stryker for evaluation. No device malfunction was observed. The devices was tested for 20 minutes on a mannequin with no irregular device function identified. The suction cup, patient straps, and greased mechanism were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. As documented in the instruction for use, rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest. Section h11 additional mfg narrative of supplemental MDR should indicate: the device was returned to stryker for evaluation. No device malfunction was observed. The devices was tested for 20 minutes on a mannequin with no irregular device function identified. The suction cup, patient straps and backboard were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. As documented in the instruction for use, rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest. Additional manufacturer narrative: the customer accepted to have their device destructively tested by the product analysis center (pac) and receive a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and no evidence of device malfunction was observed. The pac technician determines the unit's malfunction was not the cause of patient injury beyond previously stated standard risk of injury from unit functioning alone. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.